Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the usb cable was observed to be loose inside the port resulting in intermittent issues with charging the pump battery. The customer's blood glucose level was 250 mg/dl. Reportedly, the customer continued to use the pump, and had an alternate method of insulin therapy.